Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. Upon investigation, there was corrosion found on components j101, j501, j502, u201, and table top board. The cause of the inability to power on was the corrosion. The root cause corrosion was unable to be positively identified but was likely due to ingress of an unk substance. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor would not power on.